Manufacturer narrative:
The patient remains ongoing on lvad support and the device was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 84 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted with complaints of fatigue, malaise, and anemia with a slow drop in hemoglobin down to 6.4 g/dl. Occult blood test was positive. Upper endoscopy on the following day revealed three potential sites for blood loss, including a mild duodenitis in the bulb, one small arteriovenous malformation in the second portion of the duodenum that was treated with hemoclip, and a red spot in the lesser curvature of the body of the stomach that was treated with a hemoclip. A colonoscopy revealed sigmoid diverticulosis and multiple polyps. The patient was transfused with 2 units of packed red blood cells. No additional information was provided.